Event description:
Reportable based on analysis completed on (B)(4) 2012. It was reported that during an angioplasty treatment procedure, a poor balloon rewrap occurred. Vascular access was obtained via the femoral artery. The stenosed target lesion was located in the mildly calcified and mildly tortuous superficial femoral artery. This 4.0 mm x 220 mm x 150 cm coyote otw balloon catheter was selected and following the procedure, the balloon failed to re-fold while inside the patient. The coyote balloon was removed from the patient intact. The procedure was continued with another of the same coyote balloon catheter. No patient complications were reported.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the complaint device was returned for analysis with dried contrast in the balloon and inflation lumen. The balloon was loosely folded and the inner and outer shaft was separated 152.5 cm and 151 cm from the tip. The fracture faces were jagged and stretched, which suggests that the separations may be related to tensile overload (material stress/fatigue). Magnified inspection of the fracture surfaces presented no evidence of any material or manufacturing deficiencies contributing to the separations. There was a kink 1.5 cm from the outer shaft fracture face. The proximal portion of the catheter (including the hub/manifold) was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).